Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, pacer dependent patient reported feeling dizziness and lightheadedness and, heart skipping a beat. Device interrogation noted multiple noise episodes on the right ventricular lead. The noise was reproducible with arm movement and r-wave oversensing was noted. The cause of noise was not determined. Device was reprogrammed. Patient was in stable condition post device reprogramming. Patient will be monitored.